Event description:
It was reported that the patient presented to the emergency room with episodes of syncope. Upon interrogation, the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.